Manufacturer narrative:
The technician found the latch spring was corroded and rusted. The latch spring and latch were replaced by the technician to resolve the issue.

Event description:
The technician alleged the side rail was not latching. No pt impact.